Event description:
After hanging remicade and closing the IV pump, the nurse noted the pump to be leaking. She immediately stopped the infusion and opened the pump. She observed that the tubing was split in two. The tubing was replaced. There was no injury to the patient.